Event description:
The lay-user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The pt obtained a reading of "275 mg/dl" while having a symptoms of being "dizzy." The pt recalled being taken to the hospital by an unknown source three hours later. In the hosptial, she obtained a reading of "131 mg/dl: on her meter. Within a 10-minute time frame from a reading of "91 mg/dl" was also obtained using an unspecified hospital meter. It is unk if the pt received medical treatment at the hosptial or if paramedics treated her. In addition, the pt indicated the she may have taken too much insulin prior to receiving medical intervention, but it is not known what type or dose of insulin was given, it is not known if self-administered sliding-scale insulin or a regularly scheduled daily dose of insulin. It would have been helpful to know the following information: if the pt tried testing in between the time she got a reading on her meter and the time she was taken to the hosptial, what medication/treatments she took on the day of the event, when the symptoms started, and how she was taken to the hospital. In addition, it would have been helpful to know how much insulin she gave herself, when she gave herself insulin, if she was hospitalized, and if any chnages were made to her medication regimen as a result of the event. The customer care advocate (cca) verified that the pt had been testing her blood glucose correctly using the meter. The meter was coded properly and the test strips were in good condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following reasons: the pt claims she took too much insulin, then then felt dizzy and finally was sent to the hpsotial.